Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy and difficult to remove is confirmed. The reported failure to deploy and difficult to remove appears to be related to user technique as the suture lumens were clamped. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after an unspecified procedure. Reportedly, it was not possible to pull the fourth needle from the device and it was not possible to retract the needle. The prostar xl device was removed surgically. Hemostasis was achieved with surgical intervention. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.